Manufacturer narrative:
At this time, the product is not available for return. This investigation will be updated should pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was found fractured. As result, the patient underwent a surgical revision wherein the lead was extracted. No additional adverse patient effects were reported.